Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The reporter alleged that the battery compartment was found to be cracked. It was also noted that the battery cap was damaged with stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 2-may-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. A leak test revealed a battery compartment leak. Evidence of moisture corrosion was only in the battery compartment, and on the battery cap. The battery cap was found to be stripped, and unable to be secured to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.